Event description:
A power source alert was reported by the caller, indicating an issue with the pump's charging mechanism. There was no reported impact to the customer's blood glucose level. Upon following the troubleshooting steps, which included leaving the wall adapter plugged into a working outlet and using the tandem charging cable and wall adapter, the pump began charging successfully, and no further assistance was required.